Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported by the district nurse, that a patient with a suprapubic catheter, called alleging abdominal pain. Upon visiting the patient, it was noted that there was no water in the balloon, and upon removal the balloon appeared to have burst. However, no pieces were reported missing. The catheter was identified as a "bard biocath". It was also reported that the patient had allegedly experienced the same type of problem with the same type of device in the past.

Manufacturer narrative:
Received 1 used biocath catheter. The reported event was confirmed with an unknown cause. The inspection noted a vertical balloon burst along the inflation lumen. No pieces of the sac were missing. Per the functional evaluation, water was introduced into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. The following results were found in the dimensional evaluation: eye snip length: 3/32¿. Inflation lumen coverage: 11 thou. Balloon thickness: 22 thou. Burst initiated from bottom collar of sac: 8mm. Per the tactile evaluation, the balloon thickness measured 22 thou. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex." (B)(4).

Event description:
It was reported by the district nurse, that a patient with a suprapubic catheter, called alleging abdominal pain. Upon visiting the patient, it was noted that there was no water in the balloon, and upon removal the balloon appeared to have burst. However, no pieces were reported missing. The catheter was identified as a "bard biocath". It was also reported that the patient had allegedly experienced the same type of problem with the same type of device in the past. The catheter was placed for retention. The catheter was inflated with the syringe supplied in the pack. No irrigation, sutures or traction applied.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported by the district nurse, that a patient with a suprapubic catheter, called alleging abdominal pain. Upon visiting the patient, it was noted that there was no water in the balloon, and upon removal the balloon appeared to have burst. However, no pieces were reported missing. The catheter was identified as a "bard biocath". It was also reported that the patient had allegedly experienced the same type of problem with the same type of device in the past.